Manufacturer narrative:
The report of the autopulse platform (sn (B)(4)) not powering up due to probable contamination was not confirmed during functional testing and archive data review. No device malfunction. Unrelated to the reported complaint, cracked top cover was observed during visual inspection. This type of physical damage can be attributed to user mishandling. Blood ingress was observed in both the top and bottom cover of the platform and required bio-cleaning, however the blood ingress did not affect the functionality of the platform. During archive data review, no issues were observed. After replacement of the top cover and bio-cleaning, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test battery until discharged without any fault or error. The platform passed all functional tests and is ready for clinical use.

Event description:
Two autopulse platforms (sn (B)(4) & (B)(4)) was not able to power up due to probability of contamination. The reporter was unable to specify if the issue occurred during shift check or patient use. No known impact or patient consequence was provided. For autopulse platform (sn (B)(4)) see MFR 3010617000-2019-00971.